Event description:
During a remote follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The patient is pacemaker dependent; however, no adverse symptoms occurred. No intervention has been performed. The patient is stable and will continue to be monitored.